Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic during follow up. Upon investigation, it was noted that the left ventricular lead was dislodged and exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2017. Patient was stable before, during and after the procedure.